Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were identified that required full analysis. Concomitant product: 694765 lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient developed a systemic infection. The implantable cardioverter defibrillator (ICD) was explanted and replaced. No further patient complications have been reported as a result of this event.